Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? What tissue dehisced? Onset date/time of dehiscence? (# post op days) did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Was there a defect with the fixation loop? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Describe the tension of the suture. Please describe the appearance of the suture during the second procedure. How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to the necrosis? What is the physician¿s opinion as to the etiology of or contributing factors to the wound dehiscence? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent a joint replacement on an unknown date and barbed suture was used. Over the past few months the patient presented with tissue necrosis a few days post op around the mid point of the incision. The wound fell/came apart. Patient treatment is unknown. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please see the responses below. These responses apply to every product complaint. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. - n/a. Date and name of index surgical procedure? - n/a. The diagnosis and indication for the index surgical procedure? - n/a. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? - open. On what tissue was the suture used? - skin-subcuticular. What was the tissue condition (normal, thin, calcified, fragile, diseased)? - n/a. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? - yes. Was at least one reverse stitch performed prior to closure? - yes. What symptoms did the patient experience following the index surgical procedure? Onset date? - n/a. What tissue dehisced? - skin-subcuticular. Onset date/time of dehiscence? (# post op days) - a few days (didn¿t specify the exact # of days). Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? - yes, in the middle. Did the sutures barbs not engage in the tissue? - they appeared to intra-op. Did the suture pull out of the tissue? - yes, post-op. Was there a defect with the fixation loop? - no. Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? - n/a. Describe the tension of the suture. - n/a. Please describe the appearance of the suture during the second procedure. - n/a. How was the dehiscence managed? - n/a. Please describe any surgical intervention required for the wound dehiscence including date and findings. - n/a. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? - n/a. Other relevant patient history/concomitant medications? - n/a. What is the physician¿s opinion as to the etiology of or contributing factors to the necrosis? - n/a. What is the physician¿s opinion as to the etiology of or contributing factors to the wound dehiscence? - n/a. What is the patient's current status? Lot number? - n/a.